Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their reservoir had leaks between o-rings. The customer¿s blood glucose was unknown. The customer stated that they were not using it. The reservoir will not return for analysis.